Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device locked while the doctor was removing a tissue sample. The device did not open or release the tissue sample until after laying on a table for a few minutes. No patient injury occurred.